Manufacturer narrative:
Qc was within specifications prior to and after the event. The specimens were collected in bd, lithium heparin tubes. (Beckman coulter inc. (Bci) digoxin is only labeled for serum tube type). The samples were centrifuged at 3,800 rpm for 10 minutes. No other results or assays were in question at this time. Customer stated that they took reagent pack off of instrument and noticed that the elastomer seal was open and looked like the reagent was leaking. A field service engineer (fse) was not sent to the customer's lab in relation to this event as it was reported a few weeks after the fact. A) however, the fse verified the instrument's performance on a separate occasion not related to this event. Although the customer questioned the reagent pack integrity, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erractic digoxin (dig) results that were generated by the access 2 instrument. A patient sample (a) was tested for dig and a result of 2.4ng/ml was obtained. Sample a was re-tested for dig and the repeated results were: 0.9ng/ml, 1.2ng/ml and 1.7ng/ml. Per customer, the sample was sent to a reference lab for dig testing: dig result of 1.7ng/ml, obtained at the reference lab, was reported out of the lab. Five (5) days later, another sample (b) was collected from the patient and tested for dig, and a result of 1.3ng/ml was obtained. Sample b was re-tested several times for dig and the repeated results were in the range of 1.1ng/ml to 2.4ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.